Event description:
Philips received a complaint on the heartstart mrx device indicating that the power cord was worn.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was an issue with the power cable socket due to a worn out power cord. To resolve the issue, the power cord was replaced (453563472801) and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.